Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low amplitude, myopotential noise and oversensing. Troubleshooting options and further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported.